Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, implanted: unknown, ubd: 28-aug-2018, UDI#: asku, country of event: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a right brain hemorrhage from an earlier procedure. No additional details were known about the event.